Manufacturer narrative:
Citation: konertz j et al. A perceval valve in active infective bioprosthetic valve endocarditis: case report. The journal of heart valve disease 2016;25:512-514. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old male patient with severe aortic valve insufficiency and a maximum pressure gradient of 25 mmhg who underwent implant of a medtronic 31-mm corevalve transcatheter bioprosthetic valve (serial number not provided). During attempted implant, the bioprosthetic valve dislocated into the aortic arch. A second corevalve (serial numbers not provided) was attempted, however, this bioprosthetic valve could not be fixed securely to the vascular wall. Due to a rapidly deteriorating cardiovascular condition, the patient was transferred for emergent surgery where both bioprosthetic valves were explanted and successfully replaced by a non-medtronic bioprosthetic valve. The aorta wall was lacerated and required repair with a dacron patch. Postoperatively, the patient¿s condition improved, and he was discharged home after a 30-day period of hospitalization. No additional adverse patient effects were reported regarding medtronic products.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.